Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was observed during intial testing of the device. However, the device was put through testing without duplicating the report. The front enclosure will be replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.